Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. The patient has had clinical improvement and has not had cardiac symptoms for over a month. However, the patient's troponin t levels are not decreasing. An interference is suspected. The initial result was 777 ng/l. The sample was repeated using an unspecified radiometer (point of care testing), and the result was 11 ng/l. The sample was repeated. The result with a 1:10 dilution ratio was 896 ng/l. The result with a 1:20 dilution ratio was 1005 ng/l. The result with a 1:50 dilution ratio was 1210 ng/l. The result with a 1:100 dilution ratio was 1415 ng/l.